Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an issue with the radiofrequency head connector, it was loose and worked intermittently and it was noted that downward pressure was required in order to interrogate devices. The link electronic module (lem) was replaced and calibrated to resolve. Analysis further noted a broken tab on the power cord door, that the stylus was missing, the rubber pad and lower case were damaged, the keyboard was missing a screw and the hard drive health was less than 100%. All found defective parts were replaced and all other identified issues were resolved. It passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the port where the radiofrequency programmer head plugs into the programmer does not work consistently. In order to maintain continuous connectivity with a device downward pressure must be applied to the port. The programmer was returned for service. No patient complications have been reported as a result of this event.